Event description:
During a procedure, the surgeon discovered that while screwing in the last screw, the retaining pin fell out of the 2.4 mm screwdriver. The procedure was completed by manually putting in the screw. No harm was reported to the pt and all parts were removed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The DHR was reviewed. Parts were 100% screened, nonconforming parts were scrapped and only conforming parts were accepted. There were no non-conformances found in the DHR that were related to this complaint condition. This instrument was inspected 100% for visual non-conformances at the time of manufacture. The instrument was received with the holding pin missing from the handle. Upon visual inspection, it was noted that the handle was loose due to the missing holding pin. The pin was not sent along with the screw driver. We were not able to determine why the pin did not hold.